Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an alarm and none of the buttons worked. The device was frozen on the home screen. The alarm was not displayed on the screen. The customer¿s blood glucose was unknown. No further details were given. The device will not be returned for analysis.